Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old patient needing mechanical circulatory support. It was reported that the patient was on impella cp support due to stemi (st-segment elevation myocardial infarction). While on support no palpable pedal pulse was noted; however, color doppler did show flow. The following day, while on support, still no palpable pedal pulse, only doppler pulses.